Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had stiff angulation, not working to full capacity. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white contamination evident in the air water channel. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air channel. Additionally, it was found that light cover glasses had chipped; adhesive on light cover glasses and optical cover glass is worn; distal end adhesive lifted; suction connector water leakage had minor fluid ingress; up/down and right/left angle play- play evident; electrical safety test not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.